Event description:
A customer reported receiving a minimum fill notification while attempting to load a new insulin cartridge into their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Despite these efforts, reloading the same cartridge did not resolve the issue. Technical support then guided the customer through filling and loading a new cartridge using the proper technique. However, the call was disconnected before confirming if the issue was resolved, and attempts to reach the customer again were unsuccessful due to a full mailbox.